Manufacturer narrative:
Section a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between september 1, 2022 and april 2, 2026. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4613: minor injury/ illness/ impairment (hm-blurry vision (not impacting daily life activities) : vision blurred (patient daily life activities not impacted). Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model dib00, was implanted in the patient¿s left eye. Postoperatively, the patient experienced blurry vision, and the lens was subsequently explanted during a secondary surgical procedure. A non johnson & johnson lens was implanted as the replacement. No additional information was provided.